Event description:
The complaint is reported as: "the guide wire broke after an attempt to remove the catheter. As part of the guide wire was inside the patient, it was necessary to remove the catheter". It was reported there was resistance when trying to remove the guide wire from the catheter. The guide wire began to "unwind", breaking. The catheter and wire were removed from the patient. No patient harm or complication reported. Patient consequence was reported as the need for puncture in another central venous site.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a defective guide wire and a catheter. The guide wire appears to be unraveled and separated from the proximal end and shows evidence of use, but it cannot be determined without the sample to evaluate. A probable cause of the guide wire/catheter resistance cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a separated guide wire was confirmed through analysis of the customer supplied photo. The image showed the guide wire unraveled and separated from the proximal end; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. The probable cause of the guide wire/catheter resistance could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the guide wire broke after an attempt to remove the catheter. As part of the guide wire was inside the patient, it was necessary to remove the catheter". It was reported there was resistance when trying to remove the guide wire from the catheter. The guide wire began to "unwind", breaking. The catheter and wire were removed from the patient. No patient harm or complication reported. Patient consequence was reported as the need for puncture in another central venous site.